Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 260 mg/dl and a bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot as the cartridge had just run out of insulin and a new cartridge was to be loaded onto the pump.